Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 07/30/2025. On (B)(6) 2025, the patient experienced a headache while their continuous glucose monitor (cgm) displayed a reading of 124 mg/dl, whereas their blood glucose meter (bgm) showed a significantly higher reading of 350 mg/dl. Shortly after, the patient lost consciousness. The patient¿s wife transported him to the emergency room (ER), where his bgm reading was recorded at 380 mg/dl. It was not specified when the patient regained consciousness during the event. The patient reported that no medication or treatment was administered during the ER visit. Eventually, the patient¿s condition stabilized, and his bgm reading decreased to 150 mg/dl. He was discharged after spending less than 24 hours in the ER and was reported to be stable at the time of documentation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a headache while the cgm displayed a glucose reading of 124 mg/dl, and the bg meter showed a significantly higher value of 350 mg/dl. Shortly thereafter, the patient lost consciousness. The patient¿s wife transported him to the emergency room (ER). Upon arrival at the ER, the patient¿s bg meter reading was 380 mg/dl. It was not specified when the patient regained consciousness during the event. The patient received treatment with IV mounjaro. Following administration, the patient¿s condition stabilized, and the bg meter reading decreased to 150 mg/dl. At the time of the report, the patient remained in the ER and was described as ¿stable.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.